Manufacturer narrative:
Device passed the displacement test. Device received a33 alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or test for motor error alarm due to a33 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed motor error and compromised force sensor system. Troubleshooting for prime rewind was performed. Customer's blood glucose level was unknown at the time of incident. It was reported that the insulin pump was not exposed to high magnetic field and its drive support cap appeared normal. It was also reported that the customer did not press the cap while connected. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for motor error was declined. The insulin pump will not be returned for analysis.